Event description:
General report received of leak of chemotherapeutic agents. The tubing sets was being used to deliver unspecified chemotherapeutic agents. After unspecified lengths of time in use, the customer contact reported noted leakage of a few drops of fluid from the convertible piercing pin vent cover. The nurses either wiped the sites or replaced the tubing sets and the therapies was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.